Event description:
It was reported that the pt complained of no longer being able to hear anything with his cochlear implant. The external components were checked and all found to be functioning correctly. Testing confirmed that the device has malfunctioned. The parents of the pt reported that no accident or head impact had occurred.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow-up report.